Manufacturer narrative:
E.1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found that the rails and bearing cage were preventing drawer 5-2 from opening correctly, replaced the drawers in positions 5-1 and 5-2 on the main unit, then rebooted and reconfigured the drawers, removed the pockets from the old drawers and installed them into the new ones, had the customer test inventory on drawers 5-1 and 5-2, and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.